Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the stent dislodged while passing the stent into the sheath. The introducer sheath used in this case was not returned. The icast was removed from the packaging and inspected to determine the cause of the complaint. The stent, upon inspection, had been dislodged distally by approximately 3mm. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The crimped stent diameter was measured and was 2.1mm. This diameter, when compared to the lot qualification test data, falls within the same range of diameters that are only slightly smaller. The slightly larger diameter is due to the stent being pulled over the folded balloon cones. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All samples passed through the introducer sheath without any stent dislodgments. During the final lot qualification data shows that all (B)(4) test samples were able to pass through the 6fr introducer sheath without issue. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was advancing the stent through a 6fr cook sheath in a renal case. The stent became dislodged.